Event description:
Event description cpi received information that this small patch lead was capped. During the replacement procedure of an implantable cardioverter defibrillator (ICD) the lead was found to be fractured. The physician elected to cap all the leads and abandon the replacement procedure due to patient issues. The patient is being treated with drug therapy and monitored.